Manufacturer narrative:
The reagent lot number was 83940601 with an expiration date of 31-jul-2026. The field service engineer replaced the sample pipette and aligned and verified the pipette. He replaced the reaction cuvettes. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results from the cobas 4000 c311 stand alone system. The samples were sent to another laboratory for repeat testing on another method. Of the data provided for five samples, the results for three samples were a reportable malfunction. Sample 1 initial result was 6.90% and the repeat result was 5.70%. Sample 2 initial result was 6.2% and the repeat result was 4.70%. Sample 3 initial result was 6.90% and the repeat result was 4.80%.